Event description:
It was reported, that "the spacer came off as the obturator was being removed." There was no reported injury and/or change in therapy. The involved device has not been returned for eval as of the date of this report.